Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Red status indicator flashing.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, belfast on the 4th july 2017. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2017, and the device passed an auto self-test, and was then power cycled on two occasions, passing a self-test on both occasions. The device records 5 occasions throughout the device history when an auto self-test was performed upon installation of a pad-pak. The pad 350p user manual states that "during this self-test the status light blinks red but returns to green on successful completion of the self-test routine. This self-test takes no more than 10 seconds to complete. If the status indicator continues to flash red the sam 350p has a fault." The status indicators and device memory were both verified as operating correctly throughout the investigation. As no fault could be found throughout the history log or during testing at heartsine, this report concludes that the user witnessed the status led flashing red during a self-test and interpreted this as a fault with the device. This is outlined in the device user manual. The device performed to specification throughout the history log and throughout testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.